Event description:
Reporter alleges pt's discovery of problems came about in april, 1997 when she discovered many of her illnesses were likely because of the implants. Reporter also alleges the pt's left implant had ruptured and the shell had "disintegrated." Reporter also alleges the pt's right implant had a "defect" and had leaked and was a "grossly disrupted silicone implant". Reporter also alleges the pt has fibromyalgia, allergies, rashes, joint pain, loss of energy, thyroid problems, immune system problems, arthritis, memory problems, and etc. Operative report states both implants had capsules and were ruptured.